Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process condition was present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A decontaminated sample with lot number 5138101964x was received for evaluation. The samples were visually inspected according to the product specifications. The sample presented a split in the section of large rib of the handle thereby confirming the reported issue. The reported condition issue was confirmed, however the type of the failure mode found was deformed, not torn as was initially reported. The root cause that was determined for this issue was a problem that occurred during the forming process in which the forming tool reaches a high temperature. Due to properties of the material, the heat is concentrated at the point of contact with the film and not dissipated throughout the rest of the tooling therefore it does not balance out. This may cause the film to overheat and could potentially affect the strength of the material. As a corrective action the material used for the plug assists was changed; the difference in this change is its properties, the heat stabilized around the tooling (not only the contact point with the film) having a lower impact on the film forming process. An engineering test request (etr) was performed to determine the best temperatures to form the lite glove with the new forming tool using the newer, improved material. After the etr was approved, validation was performing to confirm the proposed parameters and ensure the quality of the product. A formal corrective and preventative action was implemented as a result. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer reports the lite glove tear on transition to plate at pull over.